Event description:
Additional information was received reporting that no causes or contributing factors for the damage were identified. No friction or difficulty during delivery or positioning. The pipeline had not been placed in a vessel bend when it failed to open. No additional steps or other devices were attempted to open the pipeline beside resheathing. The stent damage was observed as, "damage to the distal structure." No obvious abnormalities were observed with the p27.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured c6 segment aneurysm with a max diameter of 5 mm and a 6 mm neck diameter. The landing zone was 3.56 mm distally and 4.1 mm proximally. It was noted that the patient's vessel tortuosity was mild. The access vessel was the femoral artery, with 7.2mm diameter. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that by following standard procedure, the operator advanced the phenom27 catheter to the distal m1 segment. A ped2-4-20 stent was then delivered. After the stent was positioned, the microcatheter was withdrawn approximately 15 mm, at which point the distal end of the stent failed to open properly. The operator subsequently followed the standard procedural steps to resheath and attempt redeployment. Although the distal portion of the stent partially opened, it could not be fully deployed. It was suspected that the distal end of the stent might have been damaged. The stent was then removed from the body, and inspection confirmed damage to the distal end, preventing full expansion. The device was replaced with a ped2-3.75-25 stent, which was successfully deployed on the first attempt, and the procedure was completed uneventfully. The angiographic result post procedure was normal. It was unknown if the pipeline used for an indication that is not approved (off-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a achieva medical guide catheter, stryker guidewire.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 232045494); implant date n/a; explant date n/a . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.